Manufacturer narrative:
Additional information: plant investigation: the complaint sample was not available for evaluation. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Furthermore, no other complaints regarding this issue have been reported for this batch number. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation was performed. There were no deviations identified concerning the reported failure pattern at hand. There were five quality events found for the batch, but none of them are related to the reported failure pattern. It is unknown if there were any defects at the location of the leak, and the cause of the observed issue could not be determined.

Event description:
A user facility reported that an xlung kit blood leak occurred one hour after the start of a patient¿s extracorporeal membrane oxygenation (ECMO) support. The patient was on veno-arterial (va) ECMO support. Due to the leak, the patient experienced approximately 50 ml of blood loss. A photograph of the failure location was provided for review, in addition to a sketch of an oxygenator portraying where the leak was coming from. The cardioplegia port was marked as the location of the leak. The sample was not available to be returned for evaluation. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Event description:
A user facility reported that an xlung kit blood leak occurred one hour after the start of a patient¿s extracorporeal membrane oxygenation (ECMO) support. The patient was on veno-arterial (va) ECMO support. Due to the leak, the patient experienced approximately 50 ml of blood loss. A photograph of the failure location was provided for review, in addition to a sketch of an oxygenator portraying where the leak was coming from. The cardioplegia port was marked as the location of the leak. The sample was not available to be returned for evaluation. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.